Event description:
During remote monitoring, myopotential oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended further investigation. The patient was later brought in-clinic, and noise could be reproduced on the rv lead during provocative testing. The device was reprogrammed to resolve the event. The patient was in stable condition.